Manufacturer narrative:
Concomitant medical products: product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2008, product type: extension; product ID 3888-28, lot# j0107912v, implanted: (B)(6) 2001, product type: lead; product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2008, product type: extension; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 389233, lot# j0235613v, implanted: (B)(6) 2003, product type: lead; product ID 389233, lot# j0301099v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the patient had a revision of two leads and a battery replacement on (B)(6) 2005. Preoperative diagnosis was bilateral lower extremity and upper extremity reflex sympathetic dystrophy and a depleted implantable pulse generator (ipg). Intraoperative findings included obvious cracks in each lead at the point of connection with the extension boot. It was noted that the stimulator was turned on and that there was 30 minutes of complex intraoperative programming. It was noted that all of the checked impedances were normal.